Event description:
Headaches/respiratory issues; use of philips respironics dreamstation 1 has caused me to have continuous fatigue and constant headaches since I received it from the local (B)(6) medical center in (B)(6) 2020. FDA safety report ID# (B)(4).